Manufacturer narrative:
Complaint conclusion: as reported by the legal department, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the patient, including, filter embedded in wall of the ivc and ensuing pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without films or medical records for review, the reported ¿filter embedded in wall of the ivc ¿ could not be confirmed and the exact cause could not be determined. The cordis trapease permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. As early as 12 days post implantation, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The information available also notes that the customer experienced pain. Factors contributing to the customer¿s pain are unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the patient, including, filter embedded in wall of the ivc and ensuing pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.